Event description:
Additional information was received that the patient is not moving forward with re-implant to correct the high impedance, although the generator remains disabled since (B)(6) 2015. No additional relevant information has been obtained to date.

Event description:
It was reported that high lead impedance was identified upon checking the patient's device on (B)(6) 2015. The device was turned off despite no adverse associated side effects. There is no trauma believed to have caused the high impedance. X-rays were received by the manufacturer. Based on the x-rays received, the cause for the reported high impedance could not be determined. However, the lead pin could not be confirmed to be fully inserted past the connector block, and thus incomplete pin insertion could not be ruled out as a potential cause for the high impedance. Furthermore, there was a suspect area of the lead near the positive electrode. Finally, the presence of a micro-fracture in the lead could not be ruled out. No known surgical intervention has occurred to date.